Event description:
New information notes that the device was explanted on (B)(6) 2015.

Manufacturer narrative:
Evaluation description: review of the device image revealed a high current drain and premature battery depletion. The high current drain could not be reproduced during analysis and therefore, the root cause could not be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.

Event description:
It was reported that the pulse generator was interrogated post implant and a message indicating a high current drain was displayed. Further interrogation of the device revealed normal measurements. The physician elected to monitor the device via merlin.net.